Event description:
Patient reported right side ¿pain¿, ¿collection of anechoic fluid¿, ¿in the right axilla an enlarged lymph node is identified with loss in morphology despite the fact that it preserves the echogenic central fatty hilum, it has increased peripheral and central vascularity, it measures 36 x 9.6 mm in their major axes¿, and ¿possibility of rupture of the right breast prosthesis¿. Healthcare professional reported right side ¿a lot of pain, inflammation, alteration in size, when touching it feels hard with 'little balls' [as reported] and there was a lot of burning and pain, the surgical procedure was performed where the rupture of the implant was evident¿. Patient also reported ¿a hypoechoic, oval nodule with circumscribed edges, parallel to the skin axis, with moderate peripheral and central vascularity upon color doppler application, measuring 14.6 x 6.3 mm¿, which is not device-related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "seroma-late" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "collection of anechoic fluid", "enlarged lymph node".